Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages with multiple cartridges. Reportedly, the customer has filled the cartridges with various amounts ranging from 150 units to 400 units and has been unable to get past this message. It was noted that the customer used u-500 insulin. It was confirmed that the customer had manual injections available. Reportedly, the customer did not check their blood glucose levels. However, the customer stated that due to being pregnant with twins that elevated blood glucose levels were experienced and it was addressed with manual injections.